Event description:
As reported by the (B)(4) registry, there was difficulty retrieving the filter into the capture sheath. The complaint was related to the re-capture filter catheter not fully encapsulating the angioguard upon extraction. There was no report of injury to the patient. The patient is a (B)(6) male. The target lesion was the ostium of the left internal carotid artery. The vessel was described as moderately calcified and mildly tortuous. Diameter was 8mm and 9mm. The rate of stenosis was 80%. The products were properly inspected and prepped and no anomalies were noted. The patient's act was maintained greater than 300 while the angioguard was deployed as angiomax was being used. The angioguard was advanced and deployed distal to the lesion. The filter basket was expanded fully with good wall apposition. The lesion was not pre-dilated. The precise stent was successfully placed in the lesion. The stent was post dilated with 5 x 30, 6x 30, 7 x 20 balloons at nominal pressure. The capture sheath was advanced for removal of the angioguard, with the angioguard wire in a fixed position. There was no filter basket deformation noted. During the procedure, the filter was distal enough from the lesion to prevent any interaction from the balloons used for dilation. There was no interaction between the filter basket proximal markerband and the distal end of other devices used for the procedure. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. The filter basket collapsed into the capture sheath, but not fully into the sheath. The physician referenced that the filter was butting up against the retrieval catheter. There was no debris found in the filter basket after removal. The filter basket was not suctioned prior to removal and the physician felt that no debris had escaped from the basket. The angioguard was removed successfully and there was no reported injury to the patient.

Manufacturer narrative:
As reported by the sapphire registry, there was difficulty retrieving the filter into the capture sheath. The capture catheter did not fully encapsulate the angioguard upon extraction. There was no report of injury to the patient. The target lesion was the ostium of the left internal carotid artery. The vessel was described as moderately calcified and mildly tortuous. Diameter was 8mm and 9mm. The rate of stenosis was 80%. The products were properly inspected and prepped and no anomalies were noted. The angioguard was advanced and deployed distal to the lesion. The filter basket was expanded fully with good wall apposition. The lesion was not pre-dilated. The precise stent was successfully placed in the lesion. The stent was post dilated with 5 x 30, 6x 30, 7 x 20 balloons at nominal pressure. During the procedure, the filter was distal enough from the lesion to prevent any interaction from the balloons used for dilation. There was no interaction between the filter basket proximal marker-band and the distal end of other devices used for the procedure. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. The filter basket collapsed into the capture sheath, but not fully into the sheath. The physician referenced that the filter was butting up against the retrieval catheter. There was no debris found in the filter basket after removal. The filter basket was not suctioned prior to removal and the physician felt that no debris had escaped from the basket. The angioguard was removed successfully and there was no reported injury to the patient. A non-sterile angioguard 7mm basket, medium support, was received coiled inside a plastic bag. The filter basket was received deployed. The delivery wire was received inserted in the capture sheath. The capture sheath was noted unzipped from 29 to 49cm from distal end. Blood traces were observed in the distal section of the capture sheath. The filter basket was inspected under microscope and no anomalies were found neither on the struts nor the membrane. Functional analysis could not be performed due to the unzipped condition observed on the capture sheath. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure by the customer as ¿capture system - capture difficulty¿ was confirmed owing to received condition of the device (filter basket deployed). The exact cause of the failures reported by the customer could not be conclusively determined; however, might be related to the unzipped condition observed on the capture sheath. The exact cause of this condition could not be conclusively determined; however, the analysis and suggest that procedural factors might have impacted on the failures experienced by the customer during procedure. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failures could be related to the manufacturing process; therefore, no corrective action will be taken at this time. By design, a fully seated ecgw filter is one in which the proximal filter marker band is in contact with the proximal end of the large diameter lumen of the capture sheath. The entire filter cannot be encapsulated within the capture sheath without damaging the sheath and compromising the ability to remove the ecgw filter. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.